Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, there were no specific case details reported and limited information provided. It may be possible that the tip of the barewire broke during advancement, or the tip became trapped within the lesion causing the tip to break. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the barewire of an emboshield nav 6 embolic protection system (eps) was noted to break. There were no reported adverse patient effects nor clinically significant delay in procedure. No additional information was provided.